Manufacturer narrative:
A titan pump, two cylinders and reservoir were received for evaluation. Visual examination of the returned components revealed no abnormalities that would have contributed to the report of pain. However, because examination of the components may not conclusively confirm or disprove the report of pain and oversizing, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, patient's implant is oversized and they have distal tip pain. No other adverse patient effects were reported.